Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed product analysis. Both cuffs measured 3.5cm. There was a pinhole leak in cuff (1). The cuff damage was consistent with wear at a fold in the cuff. Cuff (2) had a compression set, but no leak was confirmed. The pump and balloon were not functionally tested due to the cuff leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to leak in previous system. All components (pump, prb, 2 cuffs) were removed and replaced. No adverse patient effects.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to leak in previous system. All components (pump, prb, 2 cuffs) were removed and replaced. No adverse patient effects.